Event description:
In 2005, it was reported to boston scientific corporation, that an ultraflex covered esophageal stent was placed nine days prior. According to the complaint, the patient was put on esophageal metal stent six days prior to original date, for carcinoma esophagus. Three days later, the patient returned to the hospital with the symptoms of coughing and difficulty swallowing. Upon follow-up, the physician found that there was a leak in the covered part of the stent. The procedure outcome and patient condition is unknown.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.